Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su barrel cracked. The following information was provided by the initial reporter: it was reported that 3 ml syringe, during aspiration for application, the liquid leaked through the syringe. Upon checking, it was found that it was cracked. No deviation was identified in the packaging, and the crack did not occur at the time of aspiration. It was also observed that the plunger had a crack. Lot: 5029451. Quantity: (B)(4). Expires: 28.02.2030. Product purchased via (B)(4). Invoice: (B)(4). Additional information received on october 24, 2025. Email follow up: could you clarify whether the incident was reported to anvisa? If so, what is the notification number? - anvisa registration: (B)(4).

Manufacturer narrative:
A detailed analysis of the batch history was carried out, including verification of quality notifications and maintenance records. During this analysis, no records were found that could potentially be related to the identified defect. Upon reviewing the photos provided, the reported incident was confirmed, showing visible damage to the cylinder. There are no previous records of similar failures; therefore, it was not possible to determine an exact root cause. Probable root cause based on the process fmea, the failure mode may be related to vibration of bowls and rails in the packaging machine, considering that during the assembly stage a leak test is performed, which should detect parts with this type of defect. Therefore, the potential causes include: inadequate compressed air flow; improper airflow at directional nozzles; impact in the feeding bowl. The detection method foreseen is visual inspection; however, in some cases, the defect may occur in parts that go unnoticed by the operator. Actions defined for mitigation replacement of impact-reduction mats at air outlets ¿ deadline: 11/30/2025. Inclusion of mat condition check in preventive maintenance routine (every 4 months) ¿ deadline: 12/17/2025. Execution of angled leak test on the assembly machine ¿ deadline: 12/30/2025. Considering that this is the first complaint recorded for this batch and that the number of affected units does not exceed the acceptable quality limit (aql), the incident will be monitored for future trend evaluation.

Event description:
No impact to patient health. Date of event 09/26/2025. No additional information provided.